Event description:
A reporter/layperson (mother) alleged to a customer care advocate (cca) in late 2008 that the patient/layperson's onetouch ultralink results were inaccurately elevated based upon a 208 mg/dl result followed with 59 mg/dl two hours later and "feeling low". This senior medical affairs specialist spoke with the reporter on 12/10/08, who provided the following information. The patient, diagnosed approx eight months earlier, was placed on the pump and began using the meter approx five months later. The month prior to original month (exact day not recalled), the patient's blood glucose was reportedly 208 mg/dl at noon. Using the pumps wizard, the patient calculated his carbs to bolus insulin before eating the meal served at school. The reporter does not know how much insulin the patient bolused. At 2:30 pm, the patient notified the school nurse that he was "feeling low". Typically he begins to feel jittery when his blood glucose falls below 100. The patient tested on his meter, result 59 mg/dl. The nurse gave him a snack, after which he felt better. The test strips he used had been delivered to his home from the supplier five days prior, and left at a door or entrance they rarely use. The temperature had dropped to 20 degrees when the reporter discovered them two days later. The patient began using the strips another two days later, when they were at room temperature. The product was not available to check with control solution. Although there is no evidence the product malfunctioned, the complaint is reported due to the result of 59 mg/dl with a symptom (jittery) that may be associated with serious injury after self treating with insulin. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.